Event description:
It was stated that the insulin pump was giving very low battery life. Troubleshooting was performed, and no corrosion or damage was found on the battery cap. The customer was told be his doctor that the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint.